Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 5 was not in application and controller board had only yellow lights on it. The field service engineer replaced controller board to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es drawer was failed and not detected on bus. The customer added that there was a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.